Event description:
The pt is a (B)(6) pt admitted to the medical center on (B)(6) 2010 as a transfer from an outside hospital for worsening mitral regurgitation and endocarditis. On (B)(6) 2010, the pt had open heart surgery. Following the procedure and while she was still in the operating room, she had a temporary pacemaker placed. She was requiring dual chamber pacing to treat bradycardia. During the morning hours of (B)(6) 2010, it was noted by staff that her external pacemaker was not online. Her heart rate at the time was in the 40's and no emergent action was needed. The pacemaker box was replaced and all cables and connections were checked but this did not resolve the problem. The atrial wire did not sense or capture appropriately. Staff then changed the polarity of the leads and was able to obtain ventricular sensing at mv 1.5 and capture at ma 12; but while placing dressing capture was lost. It was then noted that the lead was crimped. When the lead was manipulated the capture would resume and then stop as if there was a short in the wire. Cardiology attending was called to bedside and made the decision to take the pt back to the operating room for a permanent pacemaker placement.